Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a type a dissection of the thoracic aorta with two gore tag thoracic endoprostheses. The day after the patient had a stroke accompanied by mutism, facial paralysis and dysmetria related to micro embolization during the procedure. The patient was successfully treated with drug therapy.